Event description:
Customer reported issues with the insulin pump. Customer states that the buttons on the keypad are being unresponsive. Customer states that the blood glucose reading is 184 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened dome switch. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.